Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2010, a catheter revision was done because the patient had withdrawal symptoms. After revision, the patient was not satisfied; her "pain reduction was weak". On (B)(6) 2010, a system check was performed; the rotor test was ok, but catheter aspiration from the sideport was not possible. The pump expected residual volume was 16.3 ml; the aspirated volume was 19.2 ml. A revision surgery was scheduled. On the morning of the planned revision, the patient decided to have the whole system explanted. The patient was reported to be "demoralized of the therapy due to a lot of revision work in past". During the explant, the catheter showed spontaneous csf backflow; however, the system was totally explanted. The patient outcome was reported to be that the patient was being treated with other medication. The device system had been used to deliver fentanyl.